Event description:
It was reported that during a radiofrequency ablation procedure, a pop was allegedly heard, and noticed a smell of burning and visualized smoke was seen coming out around the excision area and the temperature on the generator was reading over 200 degrees centigrade. It was further reported that a new catheter was used to complete the procedure. There was no reported patient injury.

Manufacturer narrative:
H10: manufacturing review: the device history records have been reviewed and this lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. Investigation summary: one evsrf 100cm catheter was received for evaluation. Upon visual inspection, multiple partial indentations were observed to the distal end of the power cord. A kink was observed to the proximal end of the sheath. The kink in the shaft and the indentations in the power cord most likely occurred in which the way the catheter was packaged for return. No kinks or indentations were reported by the user so the kink in the shaft and indentations in power cord will be considered incidental. A medline sheath was loaded onto the distal end of the catheter. The sheath appeared to be melted and could not be removed from the catheter. The distal three quarters of the catheter heating coil appeared charred while the other fourth was not affected. Upon opening the handle, no damage was noted throughout. All wires were noted to be intact and in place. The proximal battery was noted to be partially seated within the battery holder and the distal battery was noted to be fully seated within the battery holder. When original batteries were removed, no residue was observed on either battery pads. Batteries were also noted to be clean. The catheter was plugged into generator with original batteries and remained on the home screen. New batteries were inserted, and the catheter was plugged into generator. The temperature on the generator was not rising up while the catheter was plugged into generator. Due to the condition of the device (sheath melted to the catheter); further functional testing could not be performed. The resistance of the tc wires was measured and were within the design specifications. As full functional testing could not be completed, the investigation for temperature rising above 200c, smoke and noise (popping sound) is inconclusive. The sheath melting to the catheter was the result of the user trying to remove a hot catheter through the sheath immediately after the alleged incident. The definitive root cause for the alleged temperature problem, smoke, and popping sound could not be determined based on the available information. Labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. H10: d4 (expiration date: 06/2025). H11: section a through f ¿ the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.